Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. The patient complained of lower left extremity pain and an increase in pain on (B)(6) 2015. A clinical diagnosis of unsatisfactory analgesia was reported. The patient reported that "something went wrong" and complained of left lateral thigh and calf pain. There was no direct etiology, however, the stimulation pattern was previously covering these areas. The event resulted in an unscheduled clinic or office visit and the ins was reprogrammed on (B)(6) 2015. The manufacturer representative changed the group that the patient was using from group d to group b and adjusted the amplitude. The patient expressed relief and the event resolved without sequelae. The event was possibly related to the device or therapy (specifically programming) and unlikely related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015. There was no further patient complication associated with the event.